Event description:
It was reported by customer that the safety mechanism breaking off during routine use. We are submitting a product complaint for item: 305762. Lot#: 5199735. We are seeing the safety mechanism breaking off during routine use."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.